Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty patient board. Additionally, a worn out video connector latch causing poor connection to the scope connector was found. The device was returned to the customer unrepaired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following causes were identified: the faulty patient board was likely due to a failure of the operational amplifier. A design change has since been made to prevent this malfunction from reoccurring. The worn out video connector latch was likely due to long-term repeated use or the user tried to remove the video connector without unlocking it wore the lock and loosened the connection of the connector. Regarding the installation and removal of the video connector, the following is stated in the instruction manual: "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the video scope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.".

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot determined.

Event description:
The service center was informed that during a therapeutic esophagogastroduodenoscopy (egd) procedure, once the equipment was connected no image appeared and screen was black. The camera head function was not working. The procedure was able to be completed by switching to a different scope that did not require the additional camera head. The same cv-190 processor was able to be used to complete treatment. There was no patient injury reported.